Event description:
During training/inservice by a zoll sales representative, the device displayed a "defib fault 72" message and a "paceer fault" message. There was no pt involvement in the reported malfunction.